Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle neo meter were reviewed and the dhrs showed the freestyle neo meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. In addition, it should be noted that the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of "lo" (below 1.1 mmol/l) which was lower than lab reading of 7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.